Event description:
During a procedure, it was reported that there was damage on the thermocool® smarttouch® bi-directional navigation catheter. Fracture on distal section. The procedure was completed successfully with a same like product. There were no patient consequences. On (B)(6), received additional information requested from bwi representative stating that the catheter fractured at the distal part, after the spring, both parts still attached and believed it occurred when putting inside of the patient. Per the available and current information, this complaint was determined to be reportable, due to the potential risk to the patient.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4)

Manufacturer narrative:
(B)(4) during a procedure, it was reported that there was damage on the thermocool smarttouch bi-directional navigation catheter. Fracture on distal section. The procedure was completed successfully with a same like product. There were no patient consequences. The bwi failure analysis lab received the device for evaluation, the device was visually inspected and the shaft was broken open leaving internal parts exposed about 18 mm from the transition area with tip lumen. The rupture section looks like torque was applied while maneuvering the catheter. Rupture edge looks torn as well. No detach sections were observed. Also reddish brown material similar to human blood was found inside the clear sensor sleeve. This last condition was not originally reported by the customer. The clear sensor sleeve was externally observed but no damage was found. In addition, an irrigation test was performed and no internal leaks were observed. Therefore, it remains unknown the origin of the reddish brown material. For the broken shaft, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. It remains unknown how the shaft was damaged. Due to the exposed braid, an electrical test was performed and catheter passed. Therefore, it can be concluded that all the electrical wires were perfectly insulated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed and avoid twisting the catheter to prevent any damage. The customer complaint was confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. An internal corrective action has been opened to investigate the thermocool smart touch broken shaft issue.

Manufacturer narrative:
(B)(4).